Manufacturer narrative:
Other relevant components include: product ID 8840, (B)(4), product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the cause of the back table prime not showing in the session data report was not determined. It was determined that a back table prime had not completed in the session data. The hcp programmed the pump at the end of the case to fully prime both the pump and catheter tubing. The issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8840, serial# unknown, product type: programmer.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for malignant pain. No drug information was provided. It was reported a back table prime was not showing up on the session data report despite a successful pump update with telemetry complete. There was no patient adverse event reported. The representative reported there was a new pump and catheter implant. A back table priming bolus of 0.3 ml over 19 minutes was programmed with all infusion and patient activated (pa) settings. The physician selected the update, telemetry in progress, verifying update, and telemetry complete programming steps confirmed. Upon review, there was no indication of a bolus on the session data report, and the reservoir volume did not decrease from 20 ml to about 19.7 ml. The current reservoir volume was 20 ml. The representative would review with the physician to determine another bolus volume to program. The aau software card version was used. The programming update included infusion pa settings which were present on the session report. The only thing missing was the back table prime that was entered on the bolus tab. The representative reported a lot of electromagnetic interference (emi)/interference present in the room; however, that was the representative¿s fourth case and the only one with a programming issue. No patient complications were reported.